Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance and discomfort with the device use and a subsequent reduction in clinical benefit. A CT scan revealed the electrode array was not fully inside the cochlea. The patient underwent revision surgery on (B)(6) 2019 to reposition the eletrode array. The implanted device remains.